Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information received indicated that the explant was done on 3/12/2019 at a different facility than where the lens was implanted. The lens was not saved and the surgery center threw it away. The replacement iol was a none johnson and johnson lens. If explanted, give date: 3/12/2019. Patient code 3191: lens was explanted. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search in the complaints history revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: an exact date was not provided; however, noted as (B)(6) 2018. If explanted; give date: an exact date was not provided; however, noted as week of (B)(6) 2019. Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to patient dissatisfaction with the lens. No further information was provided.